Event description:
Lead was reported as having substantial amount of noise on it leading to inappropriate detection. Lead impedance values are within range and sensing values are fine. Patient was called in to perform dft testing when the issue was noticed. Postural testing was able to recreate some noise. Patient has not received any inappropriate therapy.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted and replaced. The ICD was replaced at the same time due to eri.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were received for analysis. In between approx. 8.5 cm of the lead body were missing. Approx. 31 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The insulation and the coating of the conductor cables were damaged in this area. These damages can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore the svc shock coil was deformed which most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment/s were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.